Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7087831

Event description:
It was reported that the patient was experiencing shocks and inadequate stimulation due to high impedances. The patient was also experiencing undesired sensations and noted some tenderness on a spot next to the midline incision. The patient underwent a lead replacement procedure wherein only one lead was explanted. The explanted lead was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70, sn: (B)(6). Product analysis- general template. The returned lead was analyzed and revealed that all cables are completely broken at the bent location of the lead which was 1cm from the setscrew mark of the clik anchor. With all the available information, boston scientific concludes the reported event was confirmed. There are no exposed cables at the broken location of the lead. The lead became kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the kinked lead. The probable cause was traced to a component failure.

Event description:
It was reported that the patient was experiencing shocks and inadequate stimulation due to high impedances. The patient was also experiencing undesired sensations and noted some tenderness on a spot next to the midline incision. The patient underwent a lead replacement procedure wherein only one lead was explanted. The patient was doing well postoperatively.